Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2025, the patient had backup battery fault. Emergency backup battery (ebb) was replaced. The alarm persisted. The system controller was exchanged on (B)(6) 2025. No log files were available.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was unable to be confirmed. The heartmate 3 system controller (serial number unknown) was not returned for analysis. Reported information stated that a backup battery alarm activated on 10aug2025 and the backup battery was exchanged, temporarily resolving the alarm. The alarm reactivated and on 20aug2025, the system controller was exchanged. No log files were available, and the system controller serial number was unknown. It was stated that two backup batteries were previously sent back to abbott for inspection under another event. The root cause of the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Device history records could not be reviewed due to the serial number of the controller being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU, section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations , explains how to properly replace the backup battery and the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.